Event description:
It was reported that in order to cover the patient¿s pain in the tailbone area, the patient became incontinent. The device had been reprogrammed several times which resulted in a loss of pain relief. The patient was referred to a neurosurgeon to have her percutaneous leads removed and have a paddle lead implanted. The physician felt that the amplitude required to cover her tailbone pain is causing the incontinence. The physician felt that a paddle lead will reduce the amplitude and resolve the incontinence. It was further reported that the patient had not scheduled the revision yet. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3550-39, lot# n350053, implanted: (B)(6) 2013, product type accessory; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received from the hcp reported that the cause of the event was the patient¿s requirement for high energy stimulation. There were no abnormal impedances. Surgical revision of the lead was pending. It was noted that the patient was reprogrammed on (B)(6) 2013. It was reported that the patient experienced loss of bowel and bladder control when stimulation reached 8v, and turning the scs returned the function of bladder and bowel control. It was noted that there was no patient injury. It was later reported that the patient went to see the neurosurgeon and was not going to proceed with a paddle lead. The patient was reprogrammed and put in cycling mode and reported good coverage and no incontinence.

Manufacturer narrative:
(B)(4).